Event description:
Twenty-one months after implantation of a cypher stent, the pt experienced a thrombotic event and developed an acute myocardial infarction (ami). The cypher stent was implanted in 2005, and the target lesion was the mid right coronary artery. The vessel was a de-novo, eccentric and flexion lesion with a type b2 vessel classification. The lesion length was 20mm and vessel diameter was 4.0mm. Pre-dilatation was conducted with a balloon (3.5/20mm) at 8atm for 30 seconds. Cypher (3.5/23mm) was implanted at 12atm for 30 seconds. Post-dilatation was conducted with a balloon (4.0/20mm) at 14atm for 60 seconds. Intravascular ultrasound was conducted and residual stenosis was 0%. Timi flow before the procedure was 3 and 3 after the procedure. Act was not measured. Twenty-one months later, the pt developed ami and came to the hosp. Coronary angiogram revealed in the implanted cypher which was treated by balloon angioplasty. Inflation time and pressure were unk. Physician's comment: thrombotic event was due to the pt's constitution and stopping of anti-platelet therapy.

Manufacturer narrative:
This other country drug-eluting stent is not sold or distributed in the united states, however, it is similar to a drug-eluting stent that is sold in the united states. Additional information will be submitted within thirty days upon receipt.